Manufacturer narrative:
Device evaluated by MFR: synergy ous, mr, 4.0 x 38mm stent delivery system (sds) was returned. A visual examination found that the stent detached from the sds and was not returned. A visual examination found balloon folds open, relaxed and no longer in a crimped position. There was evidence of contrast medium and dried medium resembling blood inside the balloon. A visual and tactile examination found multiple hypotube kinks along the full catheter length. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found the inner /outer extrusion broke 24mm proximal to the proximal balloon bond. On closer examination the break appeared consistent with a dissection/clean cut by a sharp object (blade) as there was no stretching/damage at the break site. The bi-component bond showed no signs of damage or strain. A visual examination found no tip damage. A non-bsc device was also returned with the complaint device. A visual examination found the distal end showed evidence of dissecting. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred without direct patient contact. (B)(4).

Event description:
It was further reported that the physician intentionally cut the shaft during the procedure.

Manufacturer narrative:
Device is a combination product. (B)(4).

Event description:
It was reported that stent dislodgment occurred. The 90% stenosed target lesion was located in the moderately tortuous and moderately calcified mid left anterior descending artery (lad). After a guide catheter was advanced, a 4.00 x 38 synergy drug-eluting stent was advanced to treat the lesion. However, upon reaching the lesion, it was noted that the stent was no longer mounted. Subsequently, another 4.00 x 38 synergy drug-eluting stent was deployed and the procedure was completed. A computerized tomography (CT) scan was then performed and it was confirmed that the stent was not inside the patient's body. No patient complications were reported. The patient's follow-up check up has no issues and was good.